Event description:
Per the clinic, the patient experienced drainage (infection) and skin overgrowth on the abutment (specific date not reported). Subsequently, the patient's skin was cauterized on (B)(6) 2025, and the patient was administered with antibiotics (specific type and duration not reported). The device was subsequently explanted under monitored anesthesia care on (B)(6) 2025, and the patient was treated with topical antibiotics during the same surgery (specific duration not reported). The patient was also prescribed with oral antibiotics on (B)(6) 2025, for a duration of one week. Reimplantation is planned but had not taken place at the time of this report.